Event description:
It was reported that the patient had a loss of therapeutic effect and lost stimulation about 1 month ago. The patient had no falls or trauma. The patient was programmed with 1 negative and 3 positive and they felt stimulation but their symptoms had returned. The electrode impedance was tested at 1v and 210 pulse width and the impedances were case and 0 at 2353 ohms, case and 1 at 1182 ohms, case and 2 at 1182 ohms, case and 3 at 1182 ohms, 0 and 1 at greater than 4000 ohms, 0 and 2 at greater than 4000 ohms, 0 and 3 at greater than 4000 ohms, 1 and 2 at 1220 ohms, 1 and 3 at 1576 ohms, and 2 and 3 at 1576 ohms. The electrode impedance was retested at 1.5v and 300 pulse width and the impedances were case and 0 at 2558 ohms, case and 1 at 1002 ohms, case and 2 at 1274 ohms, case and 3 at 1274 ohms, 0 and 1 at 558 ohms, 0 and 2 at 2640 ohms, 0 and 3 at 2640 ohms, 1 and 2 at 2558 ohms, 1 and 3 at 2558ohms, and 2 and 3 at 2558 ohms. It was later reported that the cause of the impedance issue was unknown. No lead fractures were noted. The troubleshooting, intervention, or other action taken to resolve the event was that the manufacturer representative ran an impedance check and they changed the setting to case positive and 1 negative. It was unknown how the patient was doing now as they had not had any reports from the health care provider¿s (hcp¿s) office. It was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined, it was not device related, and reprogramming was needed. The patient received a complete system replacement. The patient did not experience a loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3093-28, lot# va0fcr2, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).